Event description:
It was reported that the system displayed a precharge voltage error. This error will cause the system to lockup, shut down, or not to boot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery pack was evaluated and replaced. The system was tested and found to be working as intended and returned to service.